Event description:
Customer reported that pump screen was dark and unresponsive. There was no adverse impact to customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.